Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump would turn on and off by itself. Customer's blood glucose was 210 mg/dl. Customer had to change out the batteries every 2 days. Customer reported the device did not receive a low battery alert prior to the off no power alert. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.